Event description:
It was reported that an asymptomatic presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2014.